Manufacturer narrative:
Device evaluated by MFR?, code 81: device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
The patient had an open wound in the upper left chest with an associated infection. The physician attributed the open wound to the patient picking at the vns surgical site. The lead extruded through the wound. The patient was prescribed an oral suspension of bactrim and topical mupirocin ointment. After antibiotics were administered the redness, the size of the wound, and the amount of clear discharge decreased. There was no pain or fever associated with the infection site. The lead was explanted due to the infection. The generator was not removed but was disabled. No additional information has been received to date.

Event description:
The patient's generator and the remainder of the lead were explanted due to the infection.